Manufacturer narrative:
It was found the filter needed to be replaced. The volara¿ system, expands the lungs and moves mucus from the airways. Proven1 in the hospital, it¿s highly effective airway clearance therapy that takes just 10 minutes to deliver. With the volara¿ system, patients with chronic conditions can get the individualized treatment they need at home, with physician-prescribed presets that make therapy easy to follow. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this product. It is unknown if the customer performs preventative maintenance on their products. A replacement filter was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a filter cracked were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
A report was made that volara system,hc,na had filter cracked . There was no patient injury or death reported with this event. .